Event description:
Patient's PICC line was found to be broken just proximal from the white hub component. PICC was discontinued. The next day the patient was taken to or for placement of a broviac for long term access for chemotherapy. Patient currently receiving intrathecal chemotherapy.====================== manufacturer response for peripherally inserted central catheter, 3 fr. X 60 cm single lumen PICC======================medcomp checks out devices and credits the hospital for the product. Hospital decided to pull all products with this lot# (mbbt440), return them to medcomp and obtain replacement products.